Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no diagnostics were performed in relation to the catheter coming through the skin resulting in the entire device system being removed on (B)(6) 2016. The cause of the catheter coming through the skin was not determined, possibly secondary to sedentary patient and skin breakdown.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown dose of an unknown concentration of an unknown medication via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2016 the entire system was removed as the catheter had been coming through the skin. No further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.